Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on october 15, 2009, alleging that his onetouch ultra meter was reading inaccurately high. The patient reported "323 mg/dl", which he felt was inaccurate. According to the troubleshooting performed with customer service, the meter was coded correctly and the correct testing/cleaning techniques were used. As a result of the reported result, the patient took insulin and reportedly 10 minutes later, he developed cold sweats and almost passed out. The patient administered self-treatment with orange juice. The reported incident occurred "last winter." This complaint is being reported because the patient allegedly took insulin based on an alleged inaccurate high meter result and then developed hypoglycemia. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.